Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2024 during which the physician opened the anchor site and was able to pull the leads back into its original position after unlocking the swift lock anchor. The patient was programmed postop, and therapy was restored.